Manufacturer narrative:
Date sent: 06/03/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic assisted hysterectomy/salpingo-oophorectomy, the clips did not compress all the way and caused uncontrolled bleeding. An exploratory laparotomy was done to stop the bleeding. The same device was used again and the device produced malformed clips and ejected clips. It is not known how much blood the patient lost or if a transfusion was done. The patient was stable after the case.